Event description:
Sensor reading showed low glucose, reached out to my primary doctor to inform her what my glucose level was. She informed me to check my glucose with a finger stick and glucose was within normal range. Replaced sensor with another sensor and it was alarming low glucose level. Both times glucose was reading in the 50s. I will look at the dates on my app for accurate dates the events of low glucose alarms occurred. Pt code: 4582. Device code: 1535. Ref MFR: mw5179978.